Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) 4 balloon pumps that are covered under contract with getinge. They were due a pm in november, and are required to complete high-risk equipment pms with 100% complete rate. Getinge was not able to provide safety disks for updates and did not have a loaner equipment available. Since, this was initially reported, getinge did provide service to two of the pumps. There was no patient involvement. Medwatch # (B)(4).

Manufacturer narrative:
Updated fields - e1(site country) h6(type of investigation,investigation findings,component code,investigation conclusions). A getinge field service engineer (fse) evaluated the unit and completed the pm by replacing tidal volume disk, li-ion battery pack, tested, safety disk,drive side. Fse then performed safety and functionality checks and the iabp was then released for clinical use.